Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The log file that was submitted at the time of the event and the log file retrieved from the returned system controller did not reveal any atypical events recorded. The patient was later transplanted on (B)(6) 2015 and the pump was returned for evaluation (please reference medwatch MFR report number 2916596-2015-01042). Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The hospital staff contacted the manufacturer reporting a symptomatic patient who "became lightheaded, blacked out, and passed out today." With assistance from the manufacturer's technical service personnel, a review of the log file data did not reveal any atypical events recorded. No other info was available.

Manufacturer narrative:
The manufacturer has performed a follow-up attempt to acquire additional info from the hospital regarding the event and pt outcome. The info provided by the hospital indicated that the "patient was switched to an epc system controller before discharge." No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.